Event description:
The facility reported a colleague infusion pump where the alternating current light is not illuminating when plugged in. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The pump was not returned, but was serviced by the customer. This condition was confirmed to be caused by a blown fuse. The customer replaced the fuse to fix the condition. A device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The reported condition of a colleague infusion pump where the alternating current light is not illuminating when plugged in, cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.